Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in the nasolabial folds with juvederm vista ultra plus xc and under the eyes with 1ml of juvederm vista volbella xc. Immediately the patient experienced erythema and swelling under the eyes. The redness also appeared in the nasolabial fold immediately, but the condition improved afterwards. Two weeks later, a consultation was made regarding hyaluronic acid dissolution, but the patient decided not to dissolve and to observe the progress. Approximately two years and three months later, the patient went to another hcp because they ¿wanted to dissolve it because they were concerned about the swelling, color, and lump under the eyes after the injection.¿ that same day the patient was treated with ¿hyaluronidase 4ml (400iu) under both eyes¿ and with ¿loratadine 10mg/day, levofloxacin 500mg/day.¿ one week later, the patient was treated with ¿hyaluronidase 1.5ml (150iu) under both eyes.¿ the hcp also reported that ¿ae are reported as the characteristics of bicross material may make it more susceptible to foreign body reactions and early foreign body granuloma and swelling.¿ symptoms status is unknown. This is the same event and the same patient reported under (B)(6), (emdr-(B)(4). This emdr is being submitted for juvederm vista volbella xc.